Event description:
As reported to coloplast, though not verified, on or about (B)(6) 2022 the patient underwent a surgical procedure to treat her stress urinary incontinence and an altis was implanted. From (B)(6) 2022 the patient has reportedly suffered complications associated with the altis mesh, including but not limited to pelvic pain, vaginal pain, abdominal pain, dyspareunia, mesh migration and exposure, and difficulty with daily activities. This ultimately required surgical intervention and removal of the mesh on january 5,2023 and a new coloplast suspend tutoplast was implanted at this time. Patient has suffered severe emotional pain and injury and has suffered and will suffer apprehension of increased risk for injuries, infections, pain, mental anguish, discharge, and multiple corrective surgeries as a result of implantation.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.